Event description:
Event description cpi received information that this dexatip ventricular unipolar lead (4162) was fractured. The lead (4162) and patient's implantable pulse generator (ipg) were abandoned, (capped). A new implantable pulse generator (ipg) and lead (4285) were implanted.